Manufacturer narrative:
Correction to h6; impact code, type of investigation, investigation findings, investigation conclusion. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-03734 and 2015691-2024-03876. The 23mm commander delivery system was returned for examination. Visual examination found that the sheath shaft bunched, the liner was partially delaminated, the balloon tore along the main body of the crimped balloon (not at inflation/crimp balloon bond), the distal end of the balloon bunched, and a bent strut was observed on the outflow side of the valve. Dimensional testing indicated that double wall thickness measurements were in specification. Functional testing was not performed due to the condition of the return. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance's that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system and the procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported events of balloon torn, and withdrawal difficulties were confirmed based on evaluation of the returned device, while the event of being unable to track the system through anatomy was unable to be confirmed since no relevant imagery was provided for investigation. However, no manufacturing non-conformance was determined. Additionally, a review of the DHR, lot history, and manufacturing mitigation's did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "after exit the esheath distal tip with the valve, it got stuck at the iliac bifurcation and could not move forward or pull backward into the esheath. The esheath was dislocated, it came out 10cm but was still in the vessel when retrieving the valve inside the esheath, the valve could not be retracted, and it was needed to perform a cutdown to remove the devices." In this case, difficulties of the delivery system with a crimped valve got stuck at the iliac bifurcation, potentially due to vessel tortuosity and/or calcification. As reported, the degree of access vessel tortuosity was "moderate", and the degree of access vessel calcification was "moderate to severe". Tortuosity and calcification may cause non-coaxial and/or constrained sections of the anatomy that could interfere with the passage of the delivery system with a crimped valve and cause difficulty during tracking. In addition, as it was reported "after exit the esheath distal tip with the valve, it got stuck at the iliac bifurcation". Edwards training manuals caution "the thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation". It is possible that the sheath was not advanced past the aortic bifurcation, and if so upon exiting the sheath tip the delivery system became caught at the iliac bifurcation, which precedes the aortic bifurcation in transfemoral access, leading to the reported inability to track the system through anatomy. In this case, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (sheath not advanced past aortic bifurcation) may have contributed to the reported event. Per evaluation of the returned device, the balloon was torn at the crimping balloon area. Additionally, the distal end of the balloon was bunched towards the nose tip and the sheath liner and shaft appeared bunched towards the hub, and one of the struts on the outflow side of the thv was bent. This indicates that the delivery system and crimped valve likely caught on the sheath tip during retrieval and subsequent manipulation resulted in balloon material separation/stretching, and all of this implied withdrawal difficulty. Additionally, in this case, the patient had a tortuous and calcified anatomy. Tortuosity in the access vessel can create non-coaxial withdrawal angles. Calcification can create constrained conditions for advancement and/or withdrawal of the delivery system with a crimped valve, it can also create non-coaxial angles especially if compounded with vessel tortuosity. These previous factors can result in the distal end of the delivery system/crimped valve catching onto the sheath tip/liner and contributing to withdrawal difficulties. Any additional manipulation and/or increased withdrawal forces used to overcome this resistance can lead to the balloon being torn. In addition, edwards IFU cautions "for iliofemoral access, the thv should not be advanced through the sheath if the sheath tip is not past the bifurcation to minimize the risk of vessel damage." As previously mentioned, it was reported that "after exit the esheath distal tip with the valve, it got stuck at the iliac bifurcation". Also, during the withdrawal attempt it was noted that "the esheath was dislocated, it came out 10cm but was still in the vessel when retrieving the valve inside the esheath". If the sheath tip is not past the aortic bifurcation during the retrieval attempt and the sheath is attempted to be withdrawn into the sheath in the narrower iliac arteries (compared to the larger abdominal aorta), the additional constraint may contribute to the reported withdrawal difficulty into the sheath. In addition, additional resistance may be encountered as the delivery system is navigated back through the patient's anatomy to get to the sheath tip, with the delivery system and/or crimped thv potentially interacting with patient's anatomy and damaging the patient's anatomy as reported. Available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (non-coaxial withdrawal with crimped valve, sheath not advanced past aortic bifurcation) may have contributed to the withdrawal difficulties, while procedural factors (excessive manipulation) may have contributed to the balloon torn event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards affiliates in germany, during a tavr procedure using a 23mm sapien 3 ultra valve via transfemoral approach, withdrawal, and tracking difficulties occurred with the 23mm commander delivery system (ds). The distal tip of the sheath with the valve was observed to be stuck at the iliac bifurcation and the valve could be moved forward or pulled back into the sheath. The valve was inside the sheath and the system could not be retracted and a cutdown was required to remove the devices. Bleeding was observed in the iliac artery and a covered stent was implanted, after endovascular aneurysm repair to solve the bleeding. Patient demographics are unavailable at this time. The preliminary evaluation of the returned devices found that the balloon of the commander delivery system was torn at the crimping balloon area and the balloon was bunched at the inflation balloon area.

Manufacturer narrative:
The investigation is ongoing.